Event description:
It was reported that a user contacted support about ilet alert sounds while set to ¿off,¿ and was informed that the ¿off¿ setting provides vibration with an accompanying safety beep; during the call the user¿s blood glucose was low at 65 mg/dl and oral glucose was advised and taken, with troubleshooting and education completed. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed insufficient information and no findings available to establish a device malfunction or component failure, and the cause could not be established. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.